Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4024-58 implantable pacing lead, (B)(6) 1999; addr01 implantable pacemaker, (B)(6) 2007. (B)(4).

Event description:
It was reported that the atrial lead had small pwaves and visible insulation failure upon opening of pacemaker pocket. It was also reported that the right ventricular lead had a higher threshold, lower impedance in bipolar and a possible insulation failure. Both leads were capped and replaced. No patient complications have been reported as a result of this event.